Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the doors won't open after damaging a cover. Site also reported that pieces fell off of the damaged cover. Unknown which cover was damaged. There was no patient involved.

Manufacturer narrative:
(H3,h6) : no parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They aligned rotor with ratchet and alignment pin. Unit works as intended. Return visit is still needed for cover damage. Codes b01, c07, d02 are applicable. Section b5 updated: additional information received that the issue was with the lower door cap and the left and right door sidewalls. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the issue was with the lower door cap and the left and right door sidewalls.